Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which a new preconnected cylinders a pump were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there were no device issues associated with the revision surgery. The patient experienced distal crossover of the cylinders. No information was known regarding patient status after the procedure.